Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within specifications at the time of release. The pt's endocrinologist stated that the pt was being tested for an infection.

Event description:
Pt was hospitalized for elevated blood glucose levels and dka.